Manufacturer narrative:
(B)(4).

Event description:
No additional information has been received following multiple attempts.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, the anvil head has two gaps that allow feces to ooze through the anvil shaft into the patient. The same device was used to complete the procedure. The patient received two to four days of antibiotics, additional monitoring and extra blood work to rule out an infection. The device was discarded.additional information being requested.